Event description:
Noise on the atrial lead. All other values are steady. Sensitivity was decreased and clinic will closely monitor patient. Lead remains implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.